Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient had poor vision and astigmatism, even after repositioning iol 2 weeks after initial placement. The rest of eye exam was normal. Additional information received stating that patient has had blurry vision and astigmatism ever since surgery even after repositioning iol 2 weeks after initial placement, and the rest of eye exam was normal leaving to deduce a possible issue with the lens. The other issue was that patient's iol measurements were suboptimal but they were already looking into this separately. In the surgeon¿s opinion the product contributed to the event. Patient's issues not resolved. The surgeon¿s prognosis was poor vision was expected unless iol is removed and replaced with monofocal lens.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).